Event description:
It was reported that the anterior lumbar disc prep modular anterior insertion ramp and inner shaft assembly was turning on insertion. The surgery was completed successfully with an unknown surgical delay. No adverse consequences or medical intervention were reported. This report is for the inner shaft assembly.

Event description:
It was reported that the anterior lumbar disc prep modular anterior insertion ramp and inner shaft assembly was turning on insertion. The surgery was completed successfully with an unknown surgical delay. No adverse consequences or medical intervention were reported. This report is for the inner shaft assembly.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.